Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient had 3 catheterizations in different places. It was stated that the whole guidewire was left in the body after a catheterization surgery, resulting in discomfort. There was nothing unusual observed on the device prior to use. Iodophor was the cleaning agent used on the device. Tego was not utilized, and there was no issue with the luer adapter. There was no excessive force used on the device. Aside from the reported issue, there were no other visible defects/damages found on the product at the time of the event. The patient was negotiating with the hospital. The third party required the hospital to provide an official explanation document on the length of the wire. There was no reported patient outcome.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient had three catheterizations in different places. It was stated that the whole guidewire was left in the body after a catheterization surgery, resulting in discomfort. There was nothing unusual observed on the device prior to use. Iodophor was the cleaning agent used on the device. Tego was not utilized, and there was no issue with the luer adapter. There was no excessive force used on the device. Aside from the reported issue, there were no other visible defects/damages found on the product at the time of the event. An x-ray was not necessary to determine if the whole guidewire was left in the body because the guidewire was successfully removed and no additional procedure was therefore required for the patient. The patient was negotiating with the hospital. The third party required the hospital to provide an official explanation document on the length of the wire.

Event description:
According to the reporter, the patient had 3 catheterizations in different places. It was stated that the whole guidewire was left in the body after a catheterization surgery, resulting in discomfort. There was nothing unusual observed on the device prior to use. Iodophor was the cleaning agent used on the device. Tego was not utilized, and there was no issue with the luer adapter. There was no excessive force used on the device. Aside from the reported issue, there were no other visible defects/damages found on the product at the time of the event. The patient was negotiating with the hospital. The third party required the hospital to provide an official explanation document on the length of the wire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.